Event description:
Caller reported patient experienced unexpected elevated blood glucose levels. Caller stated patient was vomiting; consulted doctor. Caller stated patient was able to self-treat by giving an insulin injection; no outside assistance was required. Caller reported the patient checked the luer, connectors, tubing and site before and during the incident. Caller stated the cartridge was leaking in the tubing near the cartridge while patient was at school. Caller reported insulin was leaking into the cartridge compartment. Caller stated there was no insulin leaking from the tubing or the luer. Caller reported the patient came home and his blood glucose level was in the 400's mg/dl; changed out the tubing and cartridge and gave a correction bolus of 17.1 units. No adverse event reported. Requested return of the alleged cartridge, adapter, and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.